Event description:
During a pci procedure, the balloon of the quantum maverick monorail ptca catheter ruptured at 12 atms after crossing the lesion. The number of inflations and to what atms is unk. The lesion being treated was a calcified, 90% stenotic lesion in a moderately tortuous right coronary artery (rca). No pt injuries or complications were reported. Pt status is reported as 'good'.